Event description:
Customer's daughter states the use by date on the advantage test strip vial label is 06/30/2009; MFR confirmed the actual use by date to be 06/30/2002. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Requested return of product, replacement sent.